Event description:
A distributor reported a malfunction in an insulin pump related to software issues. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support guided the customer through resetting the pump, and it was confirmed that the same malfunction code did not recur. The customer was advised to continue using the pump and to contact technical support if the issue arose again.